Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and top. The returned battery cap was found to be damaged/stripped and was not able to be secured to the returned pump or a test pump. The returned battery cap contact height and width measurements were found to be out of the required specifications. A test battery cap was able to be secured to the pump and was used to complete all testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.